Event description:
It was reported that on (b)(6) 2026, a 35mm Navitor Vision valve was selected for implant using a FlexNav Delivery System (DS). The patient has a prior medical history of Left Bundle Branch Block (LBBB). Prior to the implant, the patient was noted with low gradient state with Ejection Fraction (EF) of 30%, The length of the membranous septum was 5.6mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant Balloon Aortic Valvuloplasty (pre-BAV) was performed by using a non-Abbott balloon. During pre-BAV, the patient went into a complete heart block requiring a temporary pacemaker to stabilize the rhythm. During the procedure, the valve was able to be implanted successfully at a depth of 3mm both on the non-coronary cusp (NCC) and left-coronary cusp (LCC). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, Biventricular permanent pacemaker was implanted to resolve the event with defibrillator due to the low EJ. The implanter classified this event as being related to the patients past medical history. The patient was reportedly discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.